Event description:
Distributor informed co that drills can be broken easily, causing complaints of doctors. The sales rep of the distributor and his subdealer experienced this situation on the same date. The working area for the drill was the mandibular area. There was no adverse consequence for the patient or delay in surgery or anethesia time reported.